Event description:
It was reported that during a ptca/stent procedure, the sds balloon ruptured below rbp at 12 atmospheres during stent deployment. The sds was removed from the implanted stent without difficulty. A dissection was observed distal to the implanted stent. A second stent was implanted, overlapping the distal portion of the first stent, to cover the dissection.